Manufacturer narrative:
Device broke intraoperative and was not fully implanted or explanted. Fragments remain in the patient. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: the investigation of the complained screw (04.503.104.01c) shows that the head of the screw is indeed completely broken off as complaint describes. It is likely that simply too much applied mechanical force, well beyond its calculated design allowance, caused the breakage during insertion. Perhaps the hole was not drilled deep enough or the drill diameter was chosen too small. Please note, these special screws are very small and because of their thin design, a very delicate handling is required. We are not able to determine the exact reason causing the reported problem. Unfortunately we could not review the device history record as the lot number was not known. No product fault could be detected though. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the procedure craniotomy was performed. The surgeon was screwing the plate into skull with screws, one screw completely snapped in half at the head. A spare matrix neuro device was available to proceed. Case delayed by 20 minutes. Patient was fine. She still has part of the screw that was already inserted still in her skull. The surgeon did not want to try and bur it out as it might cause more damage. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.